Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: burnt sheath probable root cause: 1. Generator power malfunction 2. Material/design error 3. Conductive irrigant used 4. Manufacturing / assembly error 5. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while the device was being pulled out of the patient into the sheath, it burnt the sheath. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that while the device was being pulled out of the patient into the sheath, it burnt the sheath. Therefore, there was a thermal event.